Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was more than 500 mg/dl. Customer reported that he noticed a leak in his infusion set but he can't recall where the leak was coming from. Customer stated that he has a big tummy so he cannot see the site. Customer stated that he noticed leak from his infusion set but he don't know where the leak came from. Customer stated because of that issue he started experiencing high blood glucose. Customer declined troubleshooting for his high blood glucose. The devices will not be returned for analysis.